Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the thermal damage was identified before surgery and before anesthesia (preparation). Customer stated that it is unknown if arcing was observed, unknown what surgical task was being performed, it is unknown if there were other instruments involved in an arcing event, it is unknown where the arcing originated from. It is unknown if there was any instrument collision, unknown as to what the surgeon thinks caused the arcing event. Thermal damage was found to the pulley cover and there was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding thermal damage to pulley cover was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.